Manufacturer narrative:
Additional information was received that all other lead measurements were observed to be within acceptable limits and no known pauses in pacing for greater than 2 seconds were observed. The physician will continue monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that another manufacturer's right ventricular (rv) lead in association with this pacemaker, exhibited low out of range pacing impedance measurements, resulting in activation of the lead safety switch (lss) feature. It was reported that at implant, pacing impedance measurements were less than 200 ohms. Review of stored device memory revealed that unipolar operation of the lead resulted in episodes of oversensing and pacing inhibition for this pacemaker dependent patient. Boston scientific technical services (ts) discussed troubleshooting options. No additional adverse patient effects were reported.

Event description:
--